Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 2. Details of surgery: sinusperforation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.